Event description:
The customer reported on the etrak 2500l that the igs froze up reading cd following use in case and when they were trying to shut down the igs. No pt injury was reported.

Manufacturer narrative:
The customer rebooted the system to recover the igs functionality and successfully read another cd. The problem was isolated to a defective cd.